Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/10/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: device follow up it was reported one suture broke during suturing. Did the second breakage suture occur (in the package/removal from package /during passage through tissue)? The following information was received: patient status/ outcome / consequences no. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-00250.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and barbed suture was used. During the procedure, for one of the sutures, doctor just started suturing with 2cm suture then the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/28/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample determined that it was received, one needle-suture piece that pertains to product code sxpp1a401. During visual inspection of the returned sample, body fluids and marks that appear to be caused by a surgical instrument were observed on the body needle. The suture piece was examined, body fluid was present along the strand, split, damage, and deformations were noticeable in the barbs, and the extreme was noted to be cut probably caused by a surgical instrument. After further evaluation crimping marks were observed on the suture surface that could be caused by a surgical instrument. The other section of the suture was not returned for analysis. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: it was reported one suture broke during suturing; there are two sutures involved. Did the second breakage suture occur (in the package/removal from package /during passage through tissue)? Yes, doctor used x6 spxx1a401 in the operation, and 2 of them broke during passage through tissue.